Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact and nurse reported that the patient liberty select was overfilling the patient and that the patient¿s abdomen was hurting. It was advised that the patient discontinue use of the cycler. The liberty select was replaced. The patient¿s treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 1 where 5929ml drained. This drain is 237% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2499ml is 4498ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not experience any serious injury as a result of the alleged event. The patient performed continuous ambulatory peritoneal dialysis treatments until the replacement cycler arrived.

Manufacturer narrative:
The reported symptom iipv ((dv greater than 200% of fv) was not confirmed. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.